Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that received one winding former, a paper cover and a detached needle and two suture pieces pertaining to product code vcp1433h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. One suture piece was not fully dispensed from winding former, the strand was damaged by surgical instrument near end, the end was cut. The other suture piece was detached with needle and the end was also cut. No functional test could be performed due to the absorbable suture already exposed in air. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As per IFU states that with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the device lot: s25060003, and no non-conformance's were identified. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.